Event description:
It was reported that an unspecified quantity [at least ten of larve volume folfusors were not infusing fully. The balloon was not fully deflated. The devices were filled with flucloxacillin 8g in citrate buffer and 230ml sodium chloride 0.9%. This issue occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). The lot was manufactured from june 20, 2022 - june 21, 2022. Twelve actual samples were received for evaluation. Eleven samples contained 12ml, 18ml, 17ml, 16ml, 14ml, 19ml, 32ml, 20ml, 15ml, 72ml, 3ml of fluid in their bladder and one sample did not contain fluid in the bladder. Visual inspection in all samples did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed in all samples, and the flow rate of the devices were found to be within specification. The reported condition was not verified. The devices were determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.